Event description:
Received a product complaint form from facility on a 9th use reuse line. Facility indicates that a hole was found in the tee of the arterial line. The air detector alarmed, but the alarm was disabled by the tech and the lines filled with air. Subsequently, the patient care technician did clamp the lines. The patient exhibited some transient shortness of breath and was given oxygen. The extracorporeal circuit was discarded and the patient lost 250ccs of blood. The patient was given oxygen/ and sent to the ER for eval, where he was given vancomycin. The patient returned to the clinic and treatment was resumed without further incident althourgh the patient again exhibited shortness of breath, and oxygen was given a second time. Post treatment, the patient exhibited no further symptoms and went home. The patient was laughing and talking and denied shortness of breath after treatment. No further adverse effects or air embolis was noted with patient. No sample or lot number is available.